Manufacturer narrative:
The pump was not received stuck in the manufacturing mode. The pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No battery tube or battery over heating was noted. No burned components were found per visual inspection. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Power loss and low battery alarms confirmed in the long trace history file due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was overheating. The patient¿s blood glucose level was unknown at the time of the incident. Displacement test twice and pump did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis